Event description:
The biomed technician at customers facility called baxter technical service on 10/20/09. The customer reported a pca ii pump that was administering morphine to a patient. The pump had been on patient for a day, new syringe of morphine was placed on pump the nurse reported the pump was infusing morphine from this new syringe. After nurse left the room, the pump stopped infusing causing an interruption of therapy to the patient. The nurse came to check on patient and noticed syringe was still full. The biomed technician did not know how long the pump had been infusing before it stopped. Pump was swapped and new pump set up on patient. No patient incident report has been written at their facility. No patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B) (4) the device has been received for evaluation. The reported issue of interruption of therapy was not confirmed. The device was tested and the pump infused, no false alarms occurred during testing.